Manufacturer narrative:
Qn#(B)(4). The customer returned a swg within its advancer tubing. The returned guide wire assembly did not include the cap and the cap was not returned. No definite signs-of-use were observed. Visual analysis revealed a several kinks on the guide wire near the distal j bend. Both the proximal and distal welds were intact. No other defect or anomalies were observed. During normal assembly, the kinked portions of the guidewire would have been located inside the straightener tubing or end cap, protecting it from damage. However since the end cap was not attached to the straightener tubing, it is likely the end cap became detached during transit. This caused the guidewire to retract past the straightener tubing exposing a portion of the guidewire at the location over the thumb guide. The exposed portion then likely became kinked during transit. This is consistent with the appearance of the sample when it was received. The guide wire was kinked at 320mm and 329mm from the proximal end. The guide wire length measured 354 mm which is within the specification limits of 350mm-355.6mm per the guide wire graphic. The guide wire outer diameter measured .616mm which is within the specification limits of .610mm-.635mm per the guide wire graphic. Functional inspection was performed per the IFU provided with this kit. The IFU states: "hold spring-wire guide in place and remove introducer needle or catheter." The guide wire was advanced through a lab inventory 20 ga introducer needle to functionally test. The swg passed through with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. The manufacturing facility for the guidewire (americas) and guidewire assembly (juventud) was consulted. Juventud manufacturing facility indicated that this kind of defect has not been observed during the assembly process of the swg assy. Additionally, this failure mode is easy to detect if the guide wire is received with this kind of kink prior to the swg assembly process. The guidewires are 100% inspected for damage on the tip during the assembly. During the packaging process, the condition of the wire is again reviewed to confirm no damage is present. This kind of damage is very visible and if it was present during the manufacturing process, it would have been detected by the current controls implemented. This kind of kink is not related to the assembly or packaging process. Americas manufacturing facility indicated that the manufacturing process for the guidewire involves w-25013-938 (coil) and w2-04025-001 (core). Both coil and core are inspected 100% for kink/bend during assembly/weld process. If coil or core has this kind of damage, it would not be possible to introduce the core through the coil and perform the assembly. Also once the guidewire is assembled (wg-04025-001), a final inspection for each lot is performed. Attributes & criteria include inspection for coil damage, kink wire, irregular or damage guidewire surface. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states the following: "do not use if package has been previously opened or damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based upon the sample received, the customer report, the comments from the manufacturing site and the information available, shipping and handling caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the guide wire was kinked before using on the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the guide wire was kinked before using on the patient". No patient involvement.